Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reports a neonatal PICC was placed in an infant for infusion of tpn and intra lipids for nutrition. After 28 days, the PICC broke at the connection of hub and extension tubing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.